Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; both output connectors were broken. Analysis also found shrink wrap on the lcd (liquid crystal display) wires and the wire insulation was pinched (wires not exposed). Keypad window was broken. (B)(4).

Event description:
It was reported that the external pulse generator (epg) connector block was broken. The epg was returned for service. There was no patient involvement.